Event description:
It was reported that after setting za9003 23.0d intraocular lens (iol) to be implanted, its lead haptic had come off from the base in the capsule. The reporting physician did not feel something wrong with it at the time of setting. The lens and haptic were removed from the eye by opening up the incision wound to about 6 mm wide, and then, another za9003 (serial unknown), which was the back-up lens was implanted. The operative duration was extended by 15 minutes. No injury had developed during surgery. No postoperative health damage had developed. There was no patient injury reported. No other information was provided.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: oct. 19, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed lens damage (lens piece torn off) on the lens before and after cleaning. Haptic damage was observed and a the other haptic was observed to be detached as well. The complaint issue "dc-haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.